Manufacturer narrative:
Testing an investigation found the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2013 at 1627, line a was programmed for simple delivery, pcu cca, to deliver at a rate of 12.9 ml/hr with a vtbi (volume to be infused) of 154 ml, for a duration of 11 hours and 56 minutes, and the delivery was started. At 1628, the device alarmed for n234 distal air. At 1630 the cassette door was opened and closed. And the delivery was restarted. At 1633 the device alarmed for n186 distal occlusion and the delivery was restarted. At 1648, the device was reprogrammed to deliver at a rate of 13ml/hr, with a vtbi of 150.2 ml, and the delivery was restarted. At 1736 the device was switched to ac power. At 1908, the device was reprogrammed to deliver at a rate of 13 ml/hour, with a vtbi of 169 ml. On (B)(6) 2013 at 0134 the device alarmed for e321 (battery charger timeout). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with an unsigned note that stated, on baby running alarming malfunction and turned off. No tracking information was provided; therefore, specific details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, an e321 (battery charger timeout) error code was noted. Though requested, no additional information was provided.